Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable exchanged due to wear and tear of the outer layer. When the modular cable was removed, the end of the modular cable and driveline opening of the system controller was soaked with sticky green fluid. The technician opened the system controller to inspect the internal parts of the system controller. Green sticky fluid was visible inside. The patient used their consolidated bag and shower bag as instructed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged outer layer of the modular cable was confirmed; however, the reported event of fluid ingress on the inline connector was not confirmed. Mod cable, lot: 6427666, was not returned for analysis. The provided picture showed a tear in the polyurethane layer of the cable but no underlying damage to the wires could be seen. There was no picture submitted for the reported fluid ingress. The cable was exchanged. A root cause for the reported events were not conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-10533.